Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the main keypad assembly was not responding to any button presses. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for service. Upon inspection, physio-control observed that the device was not responding to keypad button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative on of the initial medwatch report indicates physio-control evaluated the customer's device and observed that the main keypad assembly was not responding to any button presses. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative on of the initial medwatch report should indicate physio-control evaluated the customer's device and observed that the small keypad assembly was not responding to any button presses. After replacing the small assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control product analysis center (pac) evaluated the small keypad assembly and observed that the lead button was shorted which caused the device to not respond to small keypad and main button presses, however critical button functions were not affected.

Event description:
A customer had sent in their device for service. Upon inspection, physio-control observed that the device was not responding to keypad button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.